Manufacturer narrative:
Explanted devices received from medtronic with no explanations; patient found in the registration database but no record of explant. No obituary found online. Explanted devices had no anomalies evident (battery was fully depleted and no analysis was possible). No further action to be taken.

Event description:
Product forwarded from medtronic; explanted devices received for analysis on 5/20/2026.